Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The pace/sense part of the lead was capped. The patient's condition post procedure was good.